Event description:
This device was returned with the complaint device for MDR ID: 2134265-2013-09627. Reportable based on analysis completed on (B)(4) 2014. The target lesion was located in the proximal to mid portion of the tortuous vessel. A 2.5x12mm emerge balloon catheter was selected. A 2.5x16mm and a 2.5x12mm promus element plus stents were implanted. A promus element plus, mr 4.00x32mm was selected and advanced, however; about 20 mm into the vessel, the vessel contained a 90 degree bend and the stent could not cross. As the physician was pushing the guide, it was touching the back end of the stent as the physician was attempting to remove the stent, the stent moved on the balloon. The physician then advanced two 2.5x12mm emerge balloons to attempt to aid in the removal of the stent. The physician then inflated the stent distal and attempted to pull it back through the guide but was unable to. The 2nd emerge balloon was inflated distally and was left inflated while the whole system was pulled out. The vessel was rewired and the procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status is fine. However, returned device analysis revealed circumferential balloon tear, balloon detachment and shaft separation.

Manufacturer narrative:
Device evaluated by MFR: the emerge balloon catheter was received with an unidentified guide catheter. There were blood and contrast in the inflation lumen. The majority of the distal inner and outer shafts were buckled. The inner shaft was separated at the bi-component weld. The balloon had a complete circumferential tear, bunched and pulled back proximally over the outer shaft. The inner shaft was separated approximately .5 cm from the distal markerband. The distal tip and distal portion of the balloon were not returned for analysis. The fractured faces were stretched and jagged, which is consistent with tensile overload. There was no other damage to the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is considered user related. The reported information indicates that the balloon was not deflated prior to withdrawal. The directions for use instructs; ¿when the balloon catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is felt during manipulation, determine the cause of the resistance before proceeding.¿ (B)(4).